Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 383 mg/dl. During troubleshooting for high blood glucose, customer reported that there was an air bubble in reservoir, but was able to purge it. Customer also reported that insulin pump had a constant tone during bolus and was not able to clear due to buttons responding intermittently. Customer reported that constant tone was cleared after changing the battery a second time. Insulin pump passed self-test. Customer received an unexpected restart alarm and declined troubleshooting for it. Customer was advised to monitor insulin pump.